Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw placed at tooth site #25 fractured and was completely removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: a1 patient identifier updated to unknown b4: date of this report b5: describe event or problem d4: expiration date g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Functional testing could not be performed since the device was fractured.pre-existing conditions noted on the per was none. However, screw was implanted on tooth location 25 (fdi) and placed for approximately 5 months. X-ray or picture images were not provided. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review for the lot number (1230841) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (1230841) was performed for similar events and no other similar complaint was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or product (iuniht). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.